Event description:
The patient reported seeking medical attention at the hospital on 29june2025, due to elevated blood glucose (bg) levels (387 mg/dl) that progressed into diabetic ketoacidosis (dka). She experienced severe symptoms including nausea, inability to retain food or liquids, and was unable to drink due to the nausea. At the time, she was using an alternate pod, which the medical team later removed during her 24-hour hospital stay, concluding it was necessary to address her condition. The patient was treated with five liters of unspecified fluids, 10 units of insulin, and eventually insulin drips when initial treatment proved ineffective. The pod was worn between 24 and 36 hours on the abdomen.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 operating system: 18.5 hardware: iphone17.1 cgm sensor type: g6 please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The returned device was evaluated and the pod was received with the soft cannula deployed. No damages or deficiencies were observed in the pod that would inhibit it from operating as intended. The pod data showed an 0x1c alarm occurred, indicating the pump had reached the pump expiration time. Inspection of the download and patient history buffer (phb) data found no issues with insulin delivery. Therefore, no problem was found regarding the reported not sure delivering insulin event.